Event description:
This was a lead extraction case conducted in the or to remove two saint jude leads (both 1688, both 6 years old) due to an infection. An arterial line was placed and fluoroscopy was used throughout the case. Surgical backup and a thoracotomy tray were also available. Both leads were prepped with lld-e. The physician began removal of the rv lead using a 12f sls, but upsized to a 14f sls, and the rv lead was removed without incident. The surgeon then began removal of the ra lead using the 14f sls. The lead released after about 7 minutes of lasing, but then got "hung up" on the vessel. The pressure declined rapidly and the pulse increased. A sternotomy was performed within 4 minutes and a tear in the subclavian was identified and repaired. Patient was stabilized and moved to ICU. The lot history record review showed no applicable issues or non-conformances.